Manufacturer narrative:
The inlay remains implanted in the patient's eye and is not available for evaluation. The device history record review of the manufacturing lot for this device was performed and there were no discrepancies or unusual findings related to the reported issue. Glare is listed in the device labeling as a known potential risk. Complaint reference number: (B)(4).

Event description:
The patient underwent implantation of the raindrop corneal inlay in the left eye on (B)(6) 2016. Postoperatively, the patient reports experiencing significant glare. The patient is also being treated with topical steroids for corneal haze. Additional information has been requested.